Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Device received with corroded motor home switch and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had critical pump error on the insulin pump. The customer¿s blood glucose level was unknown. It was reported that there were no other alarm follow by the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.